Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of recharger reveled: got hot after running it at donut end. No device found message. Record the two values: - the highest number (00) - the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that their charger quit working and the issue began about 2 months ago. Patient stated that the equipment would work every once in a while but now the equipment was not working at all. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed memory problem and patient was able to set the date and time. Patient unlocked the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then implantable neurostimulator went into passive recharge mode with numbers 0-0-0. Patient repositioned the recharger but the numbers remained the same. The issue was not resolved. An email was sent to the repair department to replace the recharger.